Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified and 90% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the resistance felt in the thumbslide, resulting in the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, superficial femoral artery that is 90% stenosed. The vessel was prepped with an unspecified balloon. The 4.5x120mm supera self-expanding stent was attempted to be deployed, could not be pushed out of the delivery sheath, and only partially deployed as there was resistance with the thumbslide. The supera was removed under fluoroscopy. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.